Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded') and pelvic pain ('severe pelvic pain') in a 39-year-old female patient who had essure (batch no. B34593) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included morbid obesity, back pain, joint stiffness, vitamin deficiency and lumbar pain. Family history included breast cancer. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) since 2013, ibuprofen since 2013, medroxyprogesterone acetate (depo-provera) from (B)(6) 2013 to (B)(6) 2014 and trazodone since 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) :vaginal"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), cardiac disorder ("blood or heart disorder/ condition"), allergy to metals ("nickel allergy") and blood disorder ("blood or heart disorder/ condition"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criterion medically significant), 2 years 9 months after insertion of essure. In (B)(6) 2013, the patient experienced fatigue ("fatigue"), mood swings ("hormonal changes describe: mood swings"), depression ("psychological or psychiatric problems (depression)"), anxiety ("mental anguish"), rash ("rashes or skin conditions (skin rash)"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("all injuries and/or complications that allege resulted from use of the essure device/ weight gain loss (specify which one ): weight gain"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), alopecia ("alopecia"), menstrual disorder ("menstruation issues"), pain in extremity ("leg pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia"), bacterial vaginosis ("bacterial vaginosis"), vaginal discharge ("vaginal discharge") and post procedural complication ("post removal complication") and was found to have weight decreased ("weight gain/loss / current weight 221 lbs / approximate weight at the time of essure placement 228 lbs"). The patient was treated with ascorbic acid, surgery (hysterectomy + bi-salping. On (B)(6) 2019) and underwent treatment. Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, hypersensitivity, alopecia, fatigue, menstrual disorder, mood swings, vaginal haemorrhage, depression, anxiety, rash, bladder disorder, urinary tract disorder, migraine, headache, cardiac disorder, allergy to metals, dysmenorrhoea, weight decreased, blood disorder, weight increased, pain in extremity, back pain, bacterial vaginosis, vaginal discharge and post procedural complication outcome was unknown and the pelvic pain, menorrhagia, vaginal infection and metrorrhagia had resolved. The reporter considered allergy to metals, alopecia, anxiety, back pain, bacterial vaginosis, bladder disorder, blood disorder, cardiac disorder, depression, dysmenorrhoea, embedded device, fatigue, headache, hypersensitivity, menorrhagia, menstrual disorder, metrorrhagia, migraine, mood swings, pain in extremity, pelvic pain, post procedural complication, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: patient underwent treatment due to complications from the essure device. She suffered physical pain and emotional anguish because of the essure device current weight 221 lbs. Patient received treatment for pelvic pin, menorrhagia, metrorrhagia, bacterial vaginosis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.4 kg/sqm. Concerning the injuries reported in this case the following event one/ones were described in patients/medical record: headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: events: metrorrhagia, bacterial vaginosis, vginal discharge, post removal complication were added. Event outcome, rcc comments were added. Incident a technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded') and pelvic pain ('severe pelvic pain') in a 39-year-old female patient who had essure (batch no. B34593) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included morbid obesity, back pain, joint stiffness, vitamin deficiency and lumbar pain. Family history included breast cancer. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) since 2013, ibuprofen since 2013, medroxyprogesterone acetate (depo-provera) from (B)(6) 2013 to (B)(6) 2014 and trazodone since 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) :vaginal"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), cardiac disorder ("blood or heart disorder/ condition"), allergy to metals ("nickel allergy") and blood disorder ("blood or heart disorder/ condition"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criterion medically significant), 2 years 9 months after insertion of essure. In (B)(6) 2013, the patient experienced fatigue ("fatigue"), mood swings ("hormonal changes describe: mood swings"), depression ("psychological or psychiatric problems (depression)"), anxiety ("mental anguish"), rash ("rashes or skin conditions (skin rash)"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("all injuries and/or complications that allege resulted from use of the essure device/ weight gain loss (specify which one ): weight gain"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), alopecia ("alopecia"), menstrual disorder ("menstruation issues"), pain in extremity ("leg pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia"), bacterial vaginosis ("bacterial vaginosis"), vaginal discharge ("vaginal discharge") and post procedural complication ("post removal complication") and was found to have weight decreased ("weight gain/loss / current weight 221 lbs / approximate weight at the time of essure placement 228 lbs"). The patient was treated with ascorbic acid, surgery (hysterectomy + bi-salping. On (B)(6) 2019) and underwent treatment. Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, hypersensitivity, alopecia, fatigue, menstrual disorder, mood swings, vaginal haemorrhage, depression, anxiety, rash, bladder disorder, urinary tract disorder, migraine, headache, cardiac disorder, allergy to metals, dysmenorrhoea, weight decreased, blood disorder, weight increased, pain in extremity, back pain, bacterial vaginosis, vaginal discharge and post procedural complication outcome was unknown and the pelvic pain, menorrhagia, vaginal infection and metrorrhagia had resolved. The reporter considered allergy to metals, alopecia, anxiety, back pain, bacterial vaginosis, bladder disorder, blood disorder, cardiac disorder, depression, dysmenorrhoea, embedded device, fatigue, headache, hypersensitivity, menorrhagia, menstrual disorder, metrorrhagia, migraine, mood swings, pain in extremity, pelvic pain, post procedural complication, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: patient underwent treatment due to complications from the essure device. She suffered physical pain and emotional anguish because of the essure device current weight 221 lbs. Patient received treatment for pelvic pin, menorrhagia, metrorrhagia, bacterial vaginosis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.4 kg/sqm. Concerning the injuries reported in this case the following event one/ones were described in patients/medical record: headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received: events: metrorrhagia, bacterial vaginosis, vginal discharge, post removal complication were added. Event outcome, rcc comments were added. Incident: a technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded') and pelvic pain ('severe pelvic pain') in a 39-year-old female patient who had essure (batch no. B34593) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included morbid obesity, back pain, joint stiffness, vitamin deficiency and lumbar pain. Family history included breast cancer. Concomitant products included ibuprofen since 2013, medroxyprogesterone acetate (depo-provera) from (B)(6) 2013 to (B)(6) 2014, paracetamol since 2013 and trazodone since 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) :vaginal"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), cardiac disorder ("blood or heart disorder/ condition"), allergy to metals ("nickel allergy") and blood disorder ("blood or heart disorder/ condition"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criterion medically significant), 2 years 9 months after insertion of essure. In (B)(6) 2013, the patient experienced fatigue ("fatigue"), mood swings ("hormonal changes describe: mood swings"), depression ("psychological or psychiatric problems (depression)"), anxiety ("mental anguish"), rash ("rashes or skin conditions (skin rash)"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("all injuries and/or complications that allege resulted from use of the essure device/ weight gain loss (specify which one ): weight gain"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), alopecia ("alopecia"), menstrual disorder ("menstruation issues"), pain in extremity ("leg pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia"), bacterial vaginosis ("bacterial vaginosis"), vaginal discharge ("vaginal discharge") and post procedural complication ("post removal complication") and was found to have weight decreased ("weight gain/loss / current weight 221 lbs / approximate weight at the time of essure placement 228 lbs"). The patient was treated with ascorbic acid, surgery (hysterectomy + bi-salping. On (B)(6) 2019) and underwent treatment. Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, hypersensitivity, alopecia, fatigue, menstrual disorder, mood swings, vaginal haemorrhage, depression, anxiety, rash, bladder disorder, urinary tract disorder, migraine, headache, cardiac disorder, allergy to metals, dysmenorrhoea, weight decreased, blood disorder, weight increased, pain in extremity, back pain, bacterial vaginosis, vaginal discharge and post procedural complication outcome was unknown and the pelvic pain, menorrhagia, vaginal infection and metrorrhagia had resolved. The reporter considered allergy to metals, alopecia, anxiety, back pain, bacterial vaginosis, bladder disorder, blood disorder, cardiac disorder, depression, dysmenorrhoea, embedded device, fatigue, headache, hypersensitivity, menorrhagia, menstrual disorder, metrorrhagia, migraine, mood swings, pain in extremity, pelvic pain, post procedural complication, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: patient underwent treatment due to complications from the essure device. She suffered physical pain and emotional anguish because of the essure device current weight 221 lbs. Patient received treatment for pelvic pin, menorrhagia, metrorrhagia, bacterial vagino is bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.4 kg/sqm. Concerning the injuries reported in this case the following event one/ones were described in patients/medical record: headaches. Lot number: b34593 manufacturing date: 2013/05 expiration date: 2016/05/31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded') and pelvic pain ('severe pelvic pain') in a 39-year-old female patient who had essure (batch no. B34593) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included morbid obesity, back pain, joint stiffness, vitamin deficiency and lumbar pain. Family history included breast cancer. Concomitant products included ibuprofen since 2013, medroxyprogesterone acetate (depo-provera) from (B)(6) 2013 to (B)(6) 2014 , paracetamol since 2013 and trazodone since 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) :vaginal"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), cardiac disorder ("blood or heart disorder/ condition"), allergy to metals ("nickel allergy") and blood disorder ("blood or heart disorder/ condition"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criterion medically significant), 2 years 9 months after insertion of essure. In (B)(6) 2013, the patient experienced fatigue ("fatigue"), mood swings ("hormonal changes describe: mood swings"), depression ("psychological or psychiatric problems (depression)"), anxiety ("mental anguish"), rash ("rashes or skin conditions (skin rash)"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("all injuries and/or complications that allege resulted from use of the essure device/ weight gain loss (specify which one ): weight gain"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), alopecia ("alopecia"), menstrual disorder ("menstruation issues"), pain in extremity ("leg pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia"), bacterial vaginosis ("bacterial vaginosis"), vaginal discharge ("vaginal discharge") and post procedural complication ("post removal complication") and was found to have weight decreased ("weight gain/loss / current weight 221 lbs / approximate weight at the time of essure placement 228 lbs"). The patient was treated with ascorbic acid, surgery (hysterectomy + bi-salping. On (B)(6) 2019) and underwent treatment. Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, hypersensitivity, alopecia, fatigue, menstrual disorder, mood swings, vaginal haemorrhage, depression, anxiety, rash, bladder disorder, urinary tract disorder, migraine, headache, cardiac disorder, allergy to metals, dysmenorrhoea, weight decreased, blood disorder, weight increased, pain in extremity, back pain, bacterial vaginosis, vaginal discharge and post procedural complication outcome was unknown and the pelvic pain, menorrhagia, vaginal infection and metrorrhagia had resolved. The reporter considered allergy to metals, alopecia, anxiety, back pain, bacterial vaginosis, bladder disorder, blood disorder, cardiac disorder, depression, dysmenorrhoea, embedded device, fatigue, headache, hypersensitivity, menorrhagia, menstrual disorder, metrorrhagia, migraine, mood swings, pain in extremity, pelvic pain, post procedural complication, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: patient underwent treatment due to complications from the essure device. She suffered physical pain and emotional anguish because of the essure device current weight 221 lbs. Patient received treatment for pelvic pin, menorrhagia, metrorrhagia, bacterial vaginosisbleeding diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.4 kg/sqm. Concerning the injuries reported in this case the following event one/ones were described in patients/medical record: headaches. Lot number: b34593 manufacturing date: 2013/05 expiration date: 2016/05/31 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-feb-2021: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("embedded") and pelvic pain ("severe pelvic pain") in a (B)(6) year-old female patient who had essure (batch no. B34593) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included morbid obesity, back pain, joint stiffness and vitamin deficiency. Family history included breast cancer. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced mood swings ("hormonal changes describe: mood swings"), vaginal infection ("infection (bladder/urinary tract/vaginal) :vaginal"), depression ("psychological or psychiatric problems (depression)"), anxiety ("mental anguish"), rash ("rashes or skin conditions (skin rash)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), headache ("headaches"), cardiac disorder ("blood or heart disorder/condition"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and blood disorder ("blood or heart disorder/condition") and was found to have weight increased ("all injuries and/or complications that allege resulted from use of the essure device: weight gain"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criterion medically significant), 2 years 9 months after insertion of essure. On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), alopecia ("alopecia"), fatigue ("fatigue"), menstrual disorder ("menstruation issues"), pain in extremity ("leg pain") and back pain ("back pain") and was found to have weight decreased ("weight gain/loss/current weight (B)(6) lbs/approximate weight at the time of essure placement (B)(6) lbs"). The patient was treated with underwent treatment. Essure treatment was not changed. At the time of the report, the embedded device, pelvic pain, hypersensitivity, alopecia, fatigue, menstrual disorder, mood swings, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, rash, bladder disorder, urinary tract disorder, migraine, headache, cardiac disorder, allergy to metals, dysmenorrhoea, weight decreased, blood disorder, weight increased, pain in extremity and back pain outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, back pain, bladder disorder, blood disorder, cardiac disorder, depression, dysmenorrhoea, embedded device, fatigue, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, mood swings, pain in extremity, pelvic pain, rash, urinary tract disorder, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: patient underwent treatment due to complications from the essure device. She suffered physical pain and emotional anguish because of the essure device current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.4 kg/sqm. Concerning the injuries reported in this case the following event one/ones were described in patients/medical record: headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jan-2019: mr received. Aka name added. Event added: embedded. Family history added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.